Manufacturer narrative:
The suction was returned for analysis. Functional testing found that the suction was damaged and would not pass verification. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the straight suction was damaged. It would not verify unless the suction is rotated a lot to get the distance to the divot under 2.